Manufacturer narrative:
Evaluation summary: the analysis results found that two devices (a and b) were returned. Device a was returned with the distal tip of the blade broken off and missing. The fractured distance measure approximately 6.05mm from the top of the outer tube. The device was tested and activated; however, the device did not cut due to the condition of the blade. Device b was returned with the blade gouged and cracked at the lower half. The device was tested and was nonfunctional (solid tone) due to the condition of the blade. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.

Event description:
It was reported that the device was used during an unknown procedure, the device toned out from the start of case.